Event description:
Received e-mail from reporter alleging that the latch spring on the left-hand head siderail is too weak to hold the latch in place, so the siderail will not lock in the up position. According to reporter, a patient was on the bed when the alleged problem was found, but the patient was not injured. Received email from a technician stating that the new latch spring has been installed and the siderail is now latching properly, this resolved the issue.